Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display and constant tone alarm due to corroded electronic assembly. The corroded motor assembly was noted during visual inspection. Analysis was unable to confirm unexpected restart alarm due to blank display. The insulin pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer's blood glucose was 87 mg/dl at the time of the call. The customer stated that the insulin pump had alarm unexpected restart, then shut off. The blank display was longer than 30 seconds and after receiving a new battery cap. The display did not return after waiting per troubleshooting instructions. The insulin pump will be returned for analysis.